Event description:
Pt was placed on the ventilator. Respiratory therapist noticed that there were static graphs on the screen and no exhaled tidal volumes. The ventilator was disconnected and the pt was manually ventilated by ambu bag. Pt was placed on another ventilator.